Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a yellow piece of the permanent cautery spatula instrument allegedly broke off into the patient, but only one fragment was retrieved.

Event description:
It was reported that during a da vinci hysterectomy procedure, a yellow piece on one side of the permanent cautery spatula instrument broke off while the surgeon was dissecting around the uterus. The surgeon irrigated the abdomen several times and retrieved one small piece of the yellow fragments. An x-ray was performed. The surgical procedure was completed as planned and no adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.